Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the no-telemetry condition. At an idle point during the analysis, the device experienced a power on reset resulting in a return of nominal functionality and telemetry. It is not known what caused the power on reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to an upgrade to an implantable pulse generator (ipg). The device was returned to the manufacturer, analysed and tested out-of-specification. No patient complications have been reported as a result of this event.